Manufacturer narrative:
(B)(4); batch # r5az92. Investigation summary: the analysis results showed that one gst60d reload was received fully fired, with the pan detached from the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the stapling, there was an adherence to the skin and the line was not net. The staple line was complete, but the progression to the stapling was jerky. No patient consequence only a delay less than 30 minutes. The surgeon used another charger, and the line was net.